Event description:
It was reported that sparks occurred at the cylinder connection and that the sealing ring at the cylinder connection was burnt. No injury to a person (patient or user) was reported.

Manufacturer narrative:
The affected pressure reducer, type alduk IV, was inspected on site by dräger service and photos of the fault were provided. The photos showed thermal decomposition of the o-ring in the cylinder connection of the pressure reducer. Due to the fault pattern, it was no longer possible to determine whether previous deterioration of the o-ring had contributed to the event. However, the pressure reducer is subjected to regular maintenance by dräger service, with regular replacement of the o-ring every two years. In comparable cases with a similar fault pattern, it has already been shown that the cause was not due to a device fault. The cylinder connection is safe when handled correctly, as long as it is properly tightened to prevent oxygen from escaping. If the cylinder connection is not completely tightened before opening the valve and the gas escapes through a leak, heat may be generated, and thermal damage to components and burns to persons involved may occur. The device-specific instructions for use contains a corresponding warning and remedial measures. All alduk series have passed the normative test for resistance to burnout when exposed to oxygen pressure surges ("bam test") and are approved according to iso 10524-1:2006. The dimensions and sizes of the alduk cylinder connection in the version for the german market comply with the applicable standard din 477-1. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that sparks occurred at the cylinder connection and that the sealing ring at the cylinder connection was burnt. No injury to a person (patient or user) was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.